Event description:
A nurse reported during the intraocular lens implantation a scratch was found in the center of the back of the lens shaped like a thin solid-line scratch. Aspiration was proceeded on the back of the iol while proceeding with visco. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).